Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt was hospitalized for blood clots in her lungs and kidney failure. The physician at the hospital suspected that the pt's condition was precipitated by the implant procedure, not the device itself. The pt's spinal surgeon reported that the pt had suffered a heart attack on (B) (6) 2010. The pt's family members reported that the reason for the kidney failure was due to medication interaction. The pt had a coronary stent placed and her kidney function has improved. There will be no further course of action regarding the pt's precision system as it remains implanted.